Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 22 mg/dl and candy was consumed to address the bg level. The customer did not know the cause of the low bg. After meeting with a clinical diabetes specialist (cds), it was found that the customer had adjusted the basal rate from 0.8/hour to 5.0/hour and was the cause of the low bg. The cds was in contact with the customer and the bg had increased to 80 mg/dl. The cds was meeting with the customer's physician and was to be removing the customer from the pump due to the fact that that customer was altering the pump settings.